Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
A male patient, was implanted with a gore propaten vascular graft in 2009. A bypass thrombectomy with an extension of the bypass to below the knee was performed. It was reported that while removing the rings during implantation, the graft ripped at the end. The tear was approximately a 1cm long piece that is being sent to gore. The rest of the graft remains in the patient. It was reported that about one week later, the gore propaten vascular graft occluded, and the patient's leg was amputated.